Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported there was a revision surgery was performed. The doctor used the blueprint planning feature. The system that was taken out and revised was tornier aequalis pressfit prosthesis - humeral stem and head were extracted. The patient's rotator cuff failed, so a reverse was put in. This is why the revision was necessary due to cuff failure. A perform cortiloc implant was also extracted during this case in order to convert to a rsa. Patient was revised to a perform reversed with flex revive.

Manufacturer narrative:
Please note the corrections made to h6 device code and clinical signs code: the reported event was not confirmed since the devices were not returned for evaluation and no other evidences were provided other than an x-ray. Since an x-ray was provided, the opinion of a medical expert was sought and stated as following: " without further clinical and imaging information, it is not feasible to draw a definitive conclusion (...) There are no definitive signs that can root this back to the cortiloc implant". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information (as patient conditions, clinical and imaging informations, batch numbers of the implants) about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported there was a revision surgery was performed. The doctor used the blueprint planning feature. The system that was taken out and revised was tornier aequalis pressfit prosthesis - humeral stem and head were extracted. The patient's rotator cuff failed, so a reverse was put in. This is why the revision was necessary due to cuff failure. A perform cortiloc implant was also extracted during this case in order to convert to a rsa. Patient was revised to a perform reversed with flex revive.